Manufacturer narrative:
Updated fields: b4, d8, d9, g3, g6, h2, h3, h6 (health effect ¿ clinical code, type of investigation, investigation findings, investigation conclusions), h11. A getinge field service engineer (fse) evaluated the unit and replaced the front end board (0670-00-1164) and performed test. All functional and safety checks performed to meet factory specifications. The fat performed a visual inspection and found the part to be in good condition but had dust on ECG port. The fat blew the dust out and installed the part in cardiosave test fixture and tested the part to factory specifications per the cardiosave service manual all testing passed. No failure confirmed on this part.

Event description:
It was reported that during routine check up the cardiosave intra-aortic balloon pump (iabp) having to hold EKG port in a specific way for it to read signals. No patient involvement. No harm reported.

Manufacturer narrative:
Due to character limit in e1 initial reporter name is (B)(6). A supplemental report will be submitted upon completion of our investigation.